Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting low impedances less than 200 ohms. Noise was reported and found to be reproducible. The device was programmed to temporarily only pace and sense in the ventricle and the patient is to return for discussion on the next steps. No adverse patient effects were reported.